Event description:
Information was received alleging that when the patient removed the mask, several small pieces became dislodged from the mask and went into the patient's eye. The patient alleges that he went to the eye doctor to have the pieces of the mask removed from his eye. The patient is reported not to have suffered any permanent impairment as a result of the incident.